Event description:
It was reported, "the surgeon revised the patient's left hip due to infection."

Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown cone body. Cat # unk, lot # unk, description: unknown distal part of hip stem. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.